Event description:
Blood leak with second use of dialyzer. Ebl <100cc.

Manufacturer narrative:
A leak was confirmed on the returned unit. The unit was disassembled and some cut fibers were observed. If this condition had occurred during mfg, the defect would have been detected during the routine mfg leak test. This condition could have resulted from some condition of reprocessing or it unit was exposed to some excessive shock.